Event description:
Information received from a manufacturer representative regarding a patient receiving dilaudid 10mg/ml for a total dose of 5.5mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported motor stall was seen at initial interrogation and patient did not recently have an magnetic resonance imaging (MRI). It was noted patient went to the hospital on sunday ((B)(6) 2017) because of withdrawal symptoms. Pump status and/or event logs report showed a motor stall occurred and motor stall was active. Multiple motor stalls and recoveries occurred with the first stall occurring on sunday ((B)(6) 2017). It was confirmed there were no electromagnetic imaging (emi)/magnetic sources present. There was no magnetic fields near the pump. The following considerations were reviewed: consider pump replacement, consider programming to minimum rate, and cover patient with non-pump medication. It was noted pump was programmed to minimum rate and patient experienced withdrawal symptoms. It was noted as a sudden change in therapy/symptoms. Patient felt pain for awhile and then felt nauseous shortly after. Patient was being managed with patches and orals. It was noted pump was being replaced tomorrow ((B)(6) 2017).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 and (B)(6) 2017 reported a healthcare professional initially reported the event to him and rep does not have any interrogations or printouts. It was also noted the pump was replaced on friday (B)(6) 2017 and the patient was doing fine now. The cause of the multiple motor stalls and recoveries was unknown. The hospital, per their policy, still has the pump. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.